Event description:
The patient has presented with grinding sound in right hip. Investigations show ultrasound fluid collection and bloods elevated cobalt and chromium levels. Patient to have minimum liner revised.patient awaiting procedureproduct received (B)(4) 2012. Patient revised.

Manufacturer narrative:
The comment from the product specialist for photo #2 is: - this is a photo of the cup. The yellow liquid was found both in front of the liner and behind the liner and throughout the joint. Granular tissue was found around the superior part of the stem. Examination of the returned devices by depuy materials science finds no taper or fretting corrosion was detected during this investigation, nor were material defects observed from the surfaces of femoral head and metal insert. Review of the radiological photos finds there may have been an opportunity for a more optimal positioning of the stem in the femoral canal and the cup positioning appeared vertical. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.